Event description:
Upon opening the product unit carton and removing its contents, the circulating nurse observed a single edged razor blade which fell out of the folded label pack. No injury was sustained.